Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. Photos provided present evidence of bend damage and offset/overlapping coil wraps in an unknown location within the body of the device. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "as they were trying to retrieve the accurate tf delivery system, the catheter would get stuck on the way out. The physician was able to push but not pull past the stabilization arches. At the end they were able to resolve the issue and retrieve the system." The procedure was reportedly completed with this device. No impact to the patient.